Manufacturer narrative:
The hill-rom technician found the CPR handle ripped from head sleep deck and dangling down. A search of the hill-rom maintenance records showed hill-rom performed preventative maintenance on this bed in 2012 and 2014. It is unknown if the facility performed any other preventative maintenance on this bed. The technician replaced the replaced head end sleep deck to resolve the issue. Based on this information, no further action is required.

Event description:
Hill-rom received a report from the account stating the CPR handle was pulled from the bed. The bed was located at the account on the 4th floor. There was no patient/user injury reported. This report was filed in our complaint handling system as complaint #(B)(4).